Event description:
The clinician reported user facility is experiencing leaking filters. The leak is not at the connection point, insted the actual housing is collapsing. No reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.